Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete cartridge change alert. Reportedly, the customer did not navigate to the load screen and had already completed the load process. The customer's blood glucose level was 192 mg/dl. Multiple attempts were made to complete troubleshooting with the customer however no response was received.